Event description:
In 2001 pt had right inguinal hernia repair using prolene-hernia system - lot #sbf1150m. Pt returned on the day of the event with septicaemia. Pt returned to the or the day of the event for removal of mesh. Pt admitted to ICU-on a vent. Pt recovered well - discharged home two weeks later with homecare three days later for dressing changes.